Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up appointment the device could not be interrogated. The clinic tried with different programmers, in different rooms and with the rf antenna unplugged. A telemetry test was performed and contact could not be established. An attempt to interrogate by compressing wand against patient because device was implanted under muscle was unsuccessful. The device was explanted and replaced with a pacemaker. The patient condition was stable before, during, and after procedure.

Manufacturer narrative:
Final analysis found the reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and communication with the device was intermittent. Upon further testing, the communication anomaly was lost and the device and could not be reproduced. The cause of the field event could not be determined.